Event description:
It was reported that this right atrial (ra) lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this ra lead was replaced due to high pacing impedance measurements and noise.

Event description:
It was reported that this right atrial (ra) lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this ra lead was replaced due to high pacing impedance measurements and noise. Additional information was received that the pacing impedance measurements were out of range and greater than 2,000 ohms.

Event description:
It was reported that this right atrial (ra) lead exhibited an unspecified product performance issue. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.